Manufacturer narrative:
(B)(4). Upon further review it was determined that this event did not meet criteria for increased intra-peritoneal volume (iipv) as it occurred during the initial drain. The drain volume reported was confirmed during event history log review. The cause was undetermined. The device was sent for servicing. If additional relevant information is received a follow-up will be submitted.

Event description:
The customer contacted baxter's technical service center to report an increased intra-peritoneal volume (iipv) on a homechoice (hc) device. The registered nurse (rn) stated that she was going through information on the procard and the initial drain for was 7685ml. The home patient (hp) only does a last fill of 200ml and then a manual day fill of 2000ml, but she is supposed to drain that off before she gets on the hc. The rn stated that the hp did not report any current symptoms. The last volume infused was the manual daytime exchange with a fill volume 2000ml. The largest prescribed fill volume (lpfv) is the night fill volume of 2000ml. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.